Event description:
It was reported that during a prostate procedure the greenlight moxy fiber began to flicker or pulse when physician was activating vaporization pedal. When fiber was withdrawn for inspection, fiber cap detached. Physician was able to remove fiber cap from the prostate with graspers. The procedure was completed with an alternative procedure (bi-polar loop) without incident. Patient outcome "ok" reported.